Event description:
It was reported that the procedure was to treat the right anterior tibial artery. A 1.5 x 40 mm armada 14 ruptured at 12 atmospheres during the first inflation. A 1.5 x 20 armada 14 was successfully inflated. Then a 2.0 x 40 mm armada 14 ruptured at 10 atmospheres during the first inflation. A second 2.0 x 20 mm armada 14 was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The armada referenced is being filed under a separate manufacturing report number.